Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment. Respiratory failure is an anticipated, potential side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 1.6% of the zephyr valve subjects experienced respiratory failure during the treatment period ([less than or equal to 45 days). 0.8% of the zephyr valve subjects and 3.2% of the control subjects experienced respiratory failure during the longer-term period from 45 days after the study procedure through 12 months post-procedure. The zephyr ebv system IFU and pulmonx training program both specifically reference respiratory failure as a known side effect of this procedure. The reported event aligns with the experience observed in the liberate clinical study and is an anticipated, potential side effect to the zephyr valve treatment. The reported event was foreseeable and clinically acceptable in view of the expected patient benefit from the treatment.

Event description:
On (B)(6) 2021, the patient had a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves placed in the left upper lobe. The patient had a pneumothorax immediately after the procedure and a chest tube was placed on the same day with good re-expansion and a persistent air leak. Despite his initial pneumothorax, the patient did well at the beginning of his hospitalization. His pain was controlled and he maintained a good attitude. He was treated with antibiotics and steroids and worked with physical therapy. His air leak persisted. There was discussion about possibly going home with a heimlich valve. During the hospitalization, he developed atrial fibrillation (he had a chart diagnosis of tachycardia) and went into flash pulmonary edema with respiratory distress. He was moved to the ICU for increased work of breathing on (B)(6) 2021. He was requiring high flow oxygen, but did not require intubation. At this time, he developed a mucus plug occluding his left lung which resulted in the loss of his air leak. The physician performed a pleurodesis on (B)(6) 2021 followed by a bronchoscopy with removal of the mucus plug. With his pneumothorax and air leak resolved, his chest tube was removed without recurrence of respiratory distress. From a breathing standpoint, he had improved, but was still on decreasing high flow oxygen. During the hospitalization, the patient developed a vague abdominal discomfort. X-rays taken on nov. 11, 2021 showed a large stomach bubble which was decompressed (clear yellow-green fluid) with a nasogastric tube with resolution of his symptoms. The ng tube was removed within 12 hours. He was weak at this point, but still maintaining a good attitude and working with therapy. Unfortunately on (B)(6) 2021, the patient developed a massive upper gastrointestinal bleed, and he aspirated and coded. At this point he was intubated, a bronchoscopy was performed which showed gastric contents, with no significant secretions or mucus. His egd showed severe esophagitis. He had worsening hemodynamics associated with acute renal failure and shock liver. At this point, with multi-organ failure in the setting of advanced copd, the decision was made to allow patient to pass naturally. The causes of death listed on his death certificate included: acute on chronic respiratory failure - end stage copd, gastrointestinal bleed with aspiration, and septic shock with multi-organ failure - cardiovascular, respiratory, renal, and liver.